Event description:
Related manufacturer report number: 2916596-2023-05703. It was reported that one of the pins on the system controller white power cable was broken because it had gotten stuck in their mobile power unit (mpu). The patient was unable to connect to battery power. Their system controller and mpu were exchanged.

Manufacturer narrative:
A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of broken pins in the system controller white power connector was confirmed. Visual inspection of the returned system controller serial number hsc-108841 revealed two broken/missing pins inside the white power connector. The pins represent the redundant negative power lines. As a result of the broken/missing pins in the white power cable, the system controller activated low voltage hazard/no external power alarms when tested with the returned mobile power unit (mpu) and only the white power cable was connected. The data log files were successfully retrieved from the system controller. The event log file contained data recorded from (B)(6) 2023 where atypical low voltage alarms were recorded. The associated voltage levels indicated that a low voltage hazard/no external power alarm was active when only the controller¿s white power cable was connected to a mpu, and the black power cable was disconnected. These alarms/events appeared consistent with the broken/missing negative power pins in the controller¿s white power connector. The pump support was not affected, and the system maintained the set speed with no interruptions. The periodic log file contained events recorded from (B)(6) 2023. The recorded data did not add any new information regarding the reported event. Although the damaged pins appear to be a result of misalignment during connection, a specific root cause was not able to be conclusively determined during analysis. The device history records were reviewed, and the records revealed the controller was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use, under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Guidelines for power cable connectors and the proper alignment when connecting and disconnecting are addressed in both the heartmate 3 patient handbook and heartmate 3 instructions for use. No further information was provided. The manufacturer is closing the file on this event.